Event description:
On 2/20/97, the home health nurse contacted the MFR sales representative and reported that, on 2/13/97, the pt was getting the device refilled. The home health nurse incorrectly accessed the device port and infused aprox 40 mg morphine. The pt went into cardiac arrest and had to be resuscitated.

Manufacturer narrative:
Further communication with the facility nurse, on 4/25/97, revealed that the device had been refilled on wednesday, (4/23/97). It was stated that the device refill went fine and the device is functioning well. The patient is managing the current dose and is comfortable with having the device refill performed at home. The patient is physically stable and living at home. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The report of incorrect usage of the device, resulting in an overdose, was confirmed by the facility that employs the home health nurse. Based on the info available, the cause of this event does not appear to have been due to the device or a device malfunction; but, a result of the device sideport incorrectly being accessed instead of the device septum. The patient was resuscitated and is in stable condition. In addition, the patient is being cared for by a former nurse who is experienced with the device. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.